Event description:
Patient received epidural during labor. The clip that clamps to epidural catheter and then connects to epidural tubing noted to be broken and coming off at time when staff were removing epidural catheter post-delivery. Issue reported to anesthesia and materials. Anesthesia noted they were aware and materials reported to braun representative who is to be visiting site next week to address issue. Per representative, in the mean time, fix is to tape over the clip to prevent breakage and coming disconnected.